Manufacturer narrative:
The reported event of mw file - ail alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 6/03/2015. A review of the device service history record was performed from beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification (B)(4) was opened for the source device. The quality notification was for test failure ¿ misalignment of the ail gasket. There was no correlation to the reported event. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "per bio med, sterile processing employee checking pump, the sensor was reading "air in line" when there wasn't, causing pump to stop. Usually requires the tubing or sensor to be replaced." An incomplete date of event of (B)(6) 2018 was provided.